Event description:
A permanent dual catheter ws inserted on 10/17/90 for hemodialysis access. The device involves the placement of a cuff, which is incorporated into the subcutaneous tissue and anchors the cather into the subclavian vein. On 12/10/91 the catheter became dislodged from the subclavian vein. Upon surgical inspection, the cuff was found to be well incorporated into the subcutaneous tissue, and the cause of dislodgement was unknown.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was destroyed/disposed of.